Manufacturer narrative:
The pod arrived fully deployed. No timeouts or drive stalls were observed. The device ran for over 200 pulses and delivered immediate non-priming boluses. No damages or deficiencies were observed on the needle mechanism, which was able to reset and redeploy without issues. No problems were observed regarding the needle mechanism complaint. A complete tear was observed on the soft cannula, leaving the exposed portion completely removed and the unexposed portion damaged. The timing and cause of the observed cannula damage would not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
A patient reports while activating a pod the cannula had failed to deploy. The pod was not worn.